Event description:
Treatment of an aneurysm. It was reported the distal end of the pipeline was not fully opened after deployment. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4)